Manufacturer narrative:
Concomitant medical products: dtba1d4 ICD, implanted: (B)(6) 29. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced slight fatigue. The right ventricular (rv) lead had t-wave oversensing (twos). The lead was reprogrammed and the issue was resolved. No further patient complications have been reported as a result of this event.